Manufacturer narrative:
The generator successfully passed the power on self-test (post) and booted to the software application menu upon applying ac power. Functional testing of the generator verified consistent functionality in all modes and no errors were detected while monitoring the temperature and impedance readings at all ports. The field reported event was not reproducible as all ports reached expected temperature and no abnormalities were observed during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure, the generator didn't reach the expected temperature. The probes were replaced but the issue remained so the procedure was cancelled. There were no adverse consequences to the patient.